Manufacturer narrative:
On january 28, 2022, the mentor analysis lab received the medical device for evaluation. An evaluation was completed on january 21, 2022. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 08, 2022, mentor received magnetic resonance imaging results performed on the patient. Findings of the imaging mentioned that the patient had bilateral cysts present. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient had undergone a primary bilateral breast augmentation surgery with implantation of two 400cc mentor memorygel breast prostheses. Post-operatively, the patient experienced symptoms of pain and hardening in both breasts. After a consultation, the hcp discovered both protheses were ruptured and the patient was diagnosed with bilateral baker grade IV capsular contracture by an unknown methodology. At the time of this report, mentor has been notified the explantation procedure is scheduled for (B)(6) 2022. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2021-12962 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and capsular contracture date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).